Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had 3-4 syncopal events and some ventricular tachycardia. A representative interrogated the device stating that there were no events requiring therapy noted in the logbook. It was later reported that the patient was later pacing and sensing but the monitor was showing rates in the 40 beats per minute range.

Event description:
--

Manufacturer narrative:
The field representative had nothing further to provide for event clarification other than after discussions with the clinical staff it was noted that the patient had other co-morbidities as well and the event could have been associated with those issues. In addition since this occurrence, the physician had requested to turn therapies and pacing off as this patient had now a do not resuscitate order.

Manufacturer narrative:
Event clarification was requested. Should additional information become available, this event will be updated.